Event description:
It was reported that when the devices were used during a laparoscopic hernia procedure, staples would not advance and a device fired malformed staples. Another device was used to complete the cases. There was no consequence to the pt.